Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The pulse generator exhibited back up vvi operation. Due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced due to normal eri.